Event description:
Three (3) discordant magnesium and creatinine results were generated by the dimension rxl max with hm system. One result was reported as below the assay limits. The low results were not reported out of the laboratory. The samples were retested on the same system and yielded results within expectations. The results were reported to the attending physicians. There were no reports of adverse health consequences or known patient intervention due to the discordant creatinine result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse determined that the cause of the event is not known. The fse performed preventive maintenance, replaced the sample drain and adjusted the cuvette film height. Quality controls were run. The instrument is performing within specifications. No further evaluation of the device is required.